Event description:
The device(s) have been implanted for 14 months, and appear to have functioned adequately. In 2003, the facility's nurse informed the manufacturer's (MFR) clinical specialist of the following: the staff was experiencing difficulty seating the needle. After 5 attempts, and utilizing more than 8-10lbs. Of pressure, the needle tips bent. As a result, the pt was sent to a nearby hosp for evaluation where a temporary access was placed. The patient's valve was to be re-evaluated six days later and at that time a determination would be made whether to explant the valve. Additionally, the facility's nurse stated that they exprienced difficulty accessing the valve sometime in 2003. At that time, the physician had instructed the staff to recline the patient to facilitate accessing their valve and no additional intervention had taken place at that time. In 11/2003, the MFR's clinical specialist presented at the facility to observe cannulation. It was apparent that the difficulty wtih the lateral valve was that it was tilted downward. The valve was not malfunctioning during the patient's treatment. The patient completed their treatment. Their bfr was 350ml, no leaking/bleeding from the needles was noted. It was unknown what had changed over the past several treatments to make accessing the device difficult. The patient expressed their wish to still dialyze via the device and was frustrated with the increased difficulty the staff was having during cannulation. Two days later the facility's nurse informed the MFR's clinical specialist that the lateral valve was explanted the previous day and replaced with a new valve, in a different location. The physician stated that he was aware that the valve was working; and noted that the patient had gained a fair amount of weight, which he felt had contributed to the difficulty cannulating. The valve was returned to the MFR for analysis in 12/2003. No further details were provided.